Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and pain at the implant site. Subsequently, the patient was prescribed a topical antibiotic on (B)(6) 2016.